Manufacturer narrative:
Corrections based on new information recovered. (B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, metallosis and a soft tissue reaction.